Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2014.device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings:the complaint could not be duplicated or confirmed. There was no physical damage to the pump case. The exterior of the battery cap was observed to be damaged. The pump was opened and no damage was observed inside the pump.